Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the video connector socket was identified as the cause video connector socket failure, and the failure of the slider switch was confirmed to be the cause the probable cause is switch failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had video connector issues. The issue was found during a procedure. Inspection and testing of the returned device found a faulty video connector. There were no reports of patient harm. No further information was provided by the customer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of video connector issue was confirmed. The device evaluation found that there was a video connector ussue due to faulty video connector. In addition, there was worn out light guide slider switch causing intermittent high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.